Manufacturer narrative:
Investigation: the hct results of the cbc sample do not indicate that the sample pouch was diluted with ac. Per the customer, the operator did not recall seeing fluid in the sample pouch prior to phlebotomy, but reported that she may not have completely closed the white clamp. The run data file (rdf) was analyzed for this event. Rdf analysis did not indicate anything unusual during the disposable testing. There were no alerts indicating a clamp wasn't closed found during the analysis. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Corrective action: an internal CAPA has been initiated to address air in the sample bag. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during pre-sample collection for a platelet collection procedure ona trima accel device, the customer noted that the sample pouch contained 'too much air'. The customer continued with the procedure despite the excess air in the sample pouch, but stopped the collection approximately 10 minutes later when the complete blood count (cbc) came back with a low platelet count. The customer suspected that the sample pouch may not have been clamped and the sample was diluted with anticoagulant (ac). Per the customer, there were no problems with the donor while on the trima and no medical intervention was required for this event. The donor was disconnected and discharged. Full patient ID: (B)(6). Terumo bct is awaiting return of the trima disposable set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer suspects a new staff member may have allowed ac in the pre-sample pouch and that their explanation is that a clamp was not closed during tubing test. Root cause: based on customer statements, after taking pre-samples the sample bag contained excess air and the procedure was continued. This indicates that the operator either did not close the sample bag and/or needle line clamps at the system prompt or they did close the clamp but it was skewed/not properly clamped on the tubing allowing a portion of the tubing to allow air to pass. Correction: no additional re-training was conducted based on the customer's acknowledgement of the user interface error which occurred with new employee.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: during follow up with the customer, it was reported that the suspected cause of the air in the sample pouch is related to a new employee not closing the clamps properly. Investigation is in process. A follow up report will be provided.

Event description:
The platelet collection set is not available for return because it was discarded by the customer.